Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopic ligation of esophageal varices procedure performed on (B)(6) 2024. During the procedure, after two bands were successfully deployed, the bands could no longer be deployed. The ligator was removed, and then it was found that the suture at the tip of the ligator was broken. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1 (initial reporter address 1): (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a0401 captures the reportable event of suture broken.